Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. Customer's blood glucose was 413 mg/dl at the time of incident and customer's current blood glucose is 387 mg/dl. Customer also reported that the drive support cap was normal. Customer treated high blood glucose with manual injection. Customer declined to perform high pressure test. Customer will not return the device for analysis.